Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). Info was provided to the MFR that the pt was experiencing red heart and yellow wrench alarms with tones. The vad coordinator changed the system controller and noted dust on the vent filter. The vent filter and waveforms were sent into the MFR for analysis. The hosp placed the pt on pneumatic support. Approx 4 days later, a decision was made to exchange one lvad for another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and the reported event was confirmed. The eval of the pump assembly revealed wear to the internal components of the lower main bearing and rotor/commutator contact. Eval of the lower main bearing indicates that the internal wear of the bearing may have occurred due to lubricant loss. This wear caused mechanical interference leading to the observed alarms and need for pneumatic actuation of the pump. Bearing wear issues have been addressed through the MFR's design change sys and the new bearing design has been submitted in a PMA supplement for FDA review. No further info is available. The MFR is closing its file on this event.